Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had device screen in black and stopped working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 6 had a failed drawer controller. A field service engineer tested the component using a multimeter and found the resistance to be 0.2 ohms, which was out of range. The engineer replaced both the drawer and pyxibus controllers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.